Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by difficulty in breathing. The breach in aseptic technique was not further described. The patient was hospitalized for the event. One day after the onset, the patient was treated with vancomycin (2gm and stopped) and amikacin injection (250gm and stopped) for this event. At the time of this report, the patient was recovered from peritonitis and had been discharged from the hospital. On an unknown date patient¿s catheter was removed due to peritonitis and pd therapy was discontinued and not doing hemodialysis (hd). It was reported that the patient was retrained for aseptic technique before the removal of pd catheter. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.